Event description:
It was reported that the  implantable cardiac monitor (icm) experienced intermittent oversensing.  It was further reported that the icm experienced intermittent undersensing and loss of contact. The sensing issues caused false classification of events. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.